Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center seems to activate and deactivate itself. "Exam on". There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and the reported issue (device activates and deactivates by itself) was not reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the reported failure was not reproduced. It was confirmed that the device passed all tests during the inspection. Therefore, the root cause could not be determined. This supplemental report includes an update to h3 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to include additional information received from the customer. The following sections have been updated: b1, b2, b3, b5, d10, h1, h4, h6. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Additional information was received from the customer reporting that during the beginning of a regular bronchoscopy and endobronchial ultrasound (ebus) procedure, the video system center would reset and it was impossible to achieve the exam with the device. The issue resulted in a 30-minute prolongation of the procedure and 30-minute extension of the patient's anesthesia/sedation. The procedure was completed using a replacement device. There were no reports of patient harm.